Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon procedure, the device's pin would not align and the staple line was incomplete.